Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: delayed healing, rupture and silicone migration.

Event description:
Device was explanted. Patient representative reported "rupture of the prostheses" "healing problems" "leakage" and "recall" of the implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture" baker grade IV, "pain" and "swelling." Device remains implanted. Patient was treated with analgesics and anti-inflammatories.